Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened button dome switch. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error, no delivery and has an unresponsive keypad. The customer received the motor error during the bolus procedure. The blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. The customer will monitor the insulin pump and call back if the issue persists. Nothing further reported.